Event description:
A nurse at the user facility reports that the haptic on the intraocular lens (iol) "crimped" when the surgeon attempted to insert the lens through the incision. Enlargement of the incision was required to accomodate removal and replacement of the lens. Additional information has been requested.

Event description:
The nurse involved with ithis event stated the initial info was miscommunicated. The surgeon he noted the damaged haptic prior insertion of the iol. Enlargement of the incision was not required.